Manufacturer narrative:
G4: 21may2020. B4: 22may2020. Touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The reported complaint touchscreen failed cannot be duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported the touchscreen did not respond. The service technician confirmed operational failure occurred in the reported touchscreen, so it was calibrated but the phenomenon was not improved. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The touchscreen which generated the phenomenon was replaced to resolve the reported issue. The unit was checked overall, cleaned and functionally tested. Software version was checked.